Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) of the left eye which was removed and exchanged in a secondary procedure due to the patient experiencing symptoms of negative dysphotopsia. It was stated that the results with the new intraocular lens implant are great. No additional information was provided.

Manufacturer narrative:
The intraocular lens(iol) was returned to the manufacturer. Visual inspection of the lens revealed surface residuals, particles and fibers adhered to both sides of optic body which indicate that lens was handled in an unsterile environment. Diopter verification results showed that the lens diopter corresponds to a 18.0 diopter lens. The product met the acceptance criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.